Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b4: 31 jul 2019 b5: it was reported that the implant was positioned too buccally at tooth location #2. The implant was removed and site grafted. It is reported that the patient will return for implant placement. There was no report of patient injury. D4: expiration date: 28 feb 2021 d6: correction: (B)(6) 2018 g4: (B)(6) 2019 g7: follow up h1: serious injury h2: additional information, device evaluation h3: yes, evaluation summary attached h4: 10 feb 2016 h6: method, results, conclusion h10: manufacturer narrative, corrected data the reported device was returned for evaluation. Visual inspection of the as returned product identified gouges around the threads and the platform, likely from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the reported event. The reported condition of an implant that w positioned too buccally at tooth location #2 could not be confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review was performed for the reported device lot number for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. The most likely root cause for the reported event is user error due to improper placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant was positioned too buccally at tooth location #2. The implant was removed and site grafted. It is reported that the patient will return for implant placement. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report (B)(4). Additional 510k: k101880. The reported device has been received for evaluation. The investigation has not yet begun. Once the investigation has been completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant was positioned too buccally at tooth location #2. The implant was removed and site grafted. It is reported that the patient will return for implant placement. There was no report of patient injury.